Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and a drain was used. After opening the package and before use, it was found that there was a hair in the sterile package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not received. Additional information has been requested and received. Attempts to obtain the product sample have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2221184. Please perform and document the follow up attempt for product return. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one complaint sample is received for evaluation, below are few observations during visual inspection, during investigation of the complaint, batch manufacturing review and retained sample review was performed. No discrepancy as per the reported defect was observed. Retention sample of complaint lot were checked and found satisfactory. Primary pouch of the product was missing. Complaint sample was received without complete secondary pouch, however labelled poly surface of the pouch was available. Product was received in different packing, where tiny hair like particle was visible on the inner surface of that different pouch. Additionally, black particles were visible over the drain surface. It is suspected that the drain might have came in contact with some external surface / environment during pouch open / end use. Which clarifies that external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples are not possible, as these factors are out of scope. As per standard practice, 100% inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. No end to miss out such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.